Event description:
A surgical technician reported patient with trace diffuse lamellar keratitis (dlk) at four day lasik post-operative visit. At visit, patient complained of foggy vision. Additional information from reporter indicated the patient's topical steroid dosage was increased and the reported event resolved after two days. This report references the right eye. An additional report is filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).